Event description:
The user facility reported that the screen of the subject device was dark and there was no image. The event did not occur during a procedure and there was no patient involvement. It was determined that the input had been changed from input a to input b. Once the input was changed back to input a, there were no further issue. It was suspected that the input was accidentally switched when someone at the user facility was cleaning the monitor.

Manufacturer narrative:
An olympus field service engineer tested the monitor on-site after the input was changed, and the monitor was working as intended. The device was not returned to olympus for further evaluation, as the device was working to specification. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.